Event description:
On (B)(6) 2012, a reporter for the lay user/ patient contacted lifescan (lfs) (B)(4) alleging the patient's onetouch verio iq meter read inaccurately high. The complaint was classified based on additional information obtained by a customer care advocate (cca) during a follow-up call with the patient. The patient tests her blood glucose 4x daily. The patient's usual and/ or expected blood glucose reads between "4.0 mmol/l- 11.0 mmol/l." The patient manages her diabetes with novorapid insulin (3x daily with meals) and lantus insulin (20 units before bed). The alleged issue began about 2-3 weeks prior to contacting lfs. The patient reportedly noticed higher results when she started using the subject meter at that time. The patient reported blood glucose results about "9.0 mmol/l - 12.0 mmol/l" with the subject meter. Due to the higher results, the patient claims she increased her usual dose of lantus insulin to 22 units starting a week before calling lfs. On (B)(6) 2012 around 830pm, the patient claims she felt low blood glucose symptoms of shaking and sweating which prompted her to test. The patient reported blood glucose results of "7.1 mmol/l" with the subject meter and "3.1 mmol/l" on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 1.7 mmol/l. The patient drank apple juice as treatment. Prior to the patient's reported symptoms, the patient's last blood glucose test read "5.3 mmol/l" with the subject meter at 530pm that same day. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.